Event description:
The patient called animas on (B)(6) alleging that the keypad buttons were sticky and the patient had to press them multiple times to activate a desired pump function. The patient reports she was admitted to the hospital on (B)(6) on a regular floor, in severe pain due to endometriosis and was instructed by hcp to use pump as she would at home. She states 3 days into her admission, she had given herself a bolus for bg of 340mg/dl that she said the pump calculated of 9.00u, and bg elevated to 595mg/dl. When the bolus history was checked later her and the hcp saw that 0.00u of 9.00u given. She was then given 18u of regular insulin by injection and the hcp may have discontinued her pump therapy. She says that later that day she was coming out of the bathroom after a shower and passed out with a blood glucose reading of 50mg/dl. She was given dextrose intravenously and her blood glucose increased to around 110 mg/dl. The bolus history revealed three 16 unit bolus doses on the afternoon of (B)(6) that she denied delivering. She says when her blood glucose level was high she felt achy, had stomach pains, vomiting, and a headache. When her blood glucose level was low she felt shaky and her hands felt like they were numb. The patient was placed in the ICU where she says her blood glucose was 160 mg/dl and reported that she did not feel well receiving lantus and humalog insulin. Per the hcp she was not on pump therapy in the ICU. She says she has endometriosis and it causes her pain all the time. She takes medications for nausea and pain. The patient denies any changes in weight or activity level. The patient denied any issues with the cartridge or infusion set save for minor itching from the infusion set adhesive. The patient confirms the time, date, basal rate, I:c ratio, isf, bg target, iob settings are correct. This complaint is being reported because the patient reportedly had difficulty pushing the keypad buttons and suffered readings and symptoms indicative of severe diabetes.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be lifting around the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The evaluation revealed that the up arrow was intermittently responsive and required excessive force in order to elicit a response. All of the other keypad buttons responded to button presses as expected and had normal spring back. There was evidence of contamination found under the key contacts. The pump was exercised for 29 hours with no delivery issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.